Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that an alaris pump module set non-vented blood set experienced leaks during use. The following was reported by the initial reporter: "tubing that had blood in it and was leaking unknown material number and lot number". D.1. Medical device brand name: alaris pump module set non-vented blood set. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana). D.4. Medical device catalog #: 2477-0007. D.4. Unique identifier (UDI) #: (B)(4). D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 6/2/2021. G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana). G.4. PMA / 510(k)#: k894842. H.6. Investigation: one sample was returned for investigation by the customer. Unknown sample was identified to be model 2477-0007. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline. The set was successfully primed and no leaks or defects were observed. The customer complaint could not be verified. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that an alaris pump module set non-vented blood set experienced leaks during use. The following was reported by the initial reporter: "tubing that had blood in it and was leaking unknown material number and lot number".

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that an unspecified bd device experienced leaks during use. The following was reported by the initial reporter: "tubing that had blood in it and was leaking unknown material number and lot number".